Event description:
It was reported the pt had not used the scs system in two years and was unable to recharge his ipg (implantable pulse generator). The sjm rep confirmed the external devices did not communicate with the ipg. F/u identified the physician replaced the igp and the therapy was restored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.